Event description:
It was reported that the intraocular lens was removed intraoperatively because the doctor noticed the lens was inserted "upside down." The incision was enlarged, the lens was removed and replaced with a back up lens. This report pertains to the pt's left eye. Add'l info has been requested. Please reference MDR# 1119279-2013-00277 for the delivery device used in this event.

Manufacturer narrative:
The user facility disposed of the lens and inserter in error, therefore, they are not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.